Event description:
It was reported that the patient had the spectra penile prosthesis removed as it was bent. A new inflatable penile prosthesis was implanted. Following the surgery, the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cylinder bend was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the spectra cylinders were visually inspected, microscope examined and functionally tested. Both cylinders had sharp instrument/tool damage to the outer tube in cylinder bodies, which resulted in a hole and exposed metal segments. This damage is consistent with explant damage. Both cylinders passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of cause not established was chosen because the cylinder sharp instrument/tool damage that was identified was consistent with explant damage. Therefore, the most probable cause could not be confirmed.

Event description:
It was reported that the patient had the spectra penile prosthesis removed as it was bent. A new inflatable penile prosthesis was implanted. Following the surgery, the event resolved.